Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured at the lead yoke. A revision procedure was performed. The lead had started to uncoil during the procedure at which vascular surgery was performed to explant the lead. The lead was successfully explanted. Another manufacturer's lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not available for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.